Manufacturer narrative:
The reported event of no pacing output was confirmed. As received, the device output and telemetry were not available. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that a patient presented to the emergency room due to symptoms of heart failure. No low voltage pacing output of the the pacemaker (pm) was suspected. The physician elected to explant and replace the pm. The patient was recovering following the procedure.

Event description:
Additional information received that the patient experienced syncope as a result of the event.

Manufacturer narrative:
G3 correction: the g3 of the previous report should have been jan 22, 2024.